Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as patient retained explants. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "poly liner showed wear and osteolysis occurred around the stem and the stem loosened."